Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic surgical device exhibited the probe was detached. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the probe detached however; it was confirmed that the probe did not detach during a procedure and it was concluded that the issue occurred after use/during transport. Per the legal manufacture, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.